Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("highly allergic to gold") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and polyarthritis ("all joints were inflamed"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the allergy to metals and polyarthritis had resolved. The reporter considered allergy to metals and polyarthritis to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("highly allergic to gold") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and polyarthritis ("all joints were inflamed"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the allergy to metals and polyarthritis had resolved. The reporter considered allergy to metals and polyarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.